Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent cover is performed. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pk papyrus covered stent system was selected for treatment of a type iii perforation in the r-pda. The pk papyrus was delivered and deployed, but did not obtain a complete seal. Continued extravasation post deployment was observed. A second pk papyrus was deployed proximally to the first stent in an overlapping manner with good result.